Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. Visual inspection of the returned item found it to exhibit signs of repeated use the post feature has fractured off. Device history record was reviewed and no discrepancies relevant to the reported event were found a previous investigation into this issue led to a design modification.. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Event description:
It was reported a tasp was returned fractured. There was no patient involvement. All pieces have not been returned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.